Event description:
On (B)(6) 2013 the reporter, the patient¿s father, contacted animas to report the patient obtained a blood glucose reading of 500 mg/dl on that day. The reporter alleged the pump did not deliver the programmed bolus for breakfast of 50 carbohydrates. The patient did not seek any medical attention or treatment. The patient also did not report experiencing any symptoms of high or low blood glucose levels. The pump was not available at the time of the call, therefore no troubleshooting could be done. The issue was not resolved. The technical service representative contacted the reporter to obtain information and troubleshoot the pump; however was unable to reach him by telephone. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump passed the flow accuracy test and was found to be delivering within required specifications. A normal 10 unit bolus and a 10 unit audio bolus was successfully performed and accurately recorded in pump history. The pump was paired with a test meter and a 10 unit bolus was successfully performed and accurately recorded in pump history. The pump also passed the rf testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.